Event description:
It was reported that there was an alert on the right ventricular (rv) lead for high impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator (ICD)  2008 (B)(6). (B)(4).